Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 35 mmol/l (630 mg/dl) with ketones of 5.9 mmol/l while wearing the pod on the abdomen for between 5 and 24 hours. Prior to the incident, the patient was staying at a hotel where he had dinner and went to bed. When the patient woke up, he was feeling sick and noticed the bg levels increased. The patient went to the hospital where the doctor removed and discarded the pod. Two additional pods were activated at the hospital but they did not work to stabilize the patient's bg levels. The patient was placed on an insulin drip for treatment. The patient was discharged after three days.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.